Event description:
New information notes that low, out of range pacing lead impedance, loss of capture and a decrease in sensing were observed. Device was programmed off until further evaluation can be completed.

Event description:
It was reported that externalized conductors were observed during annual cxr screening. No electrical anomalies were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was capped and replaced. The patient tolerated the procedure well and there were no adverse consequences.